Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. (21717,864435)-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menometrorrhagia ("abnormal bleeding (menorrhagia) / my flow never than heavy in my life\menometrorrhagia") and uterine pain ("pain in uterus") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2015, the patient was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and experienced uterine enlargement ("enlarged uterus"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("menstrual cycle was incredibly(severe) painful"). The patient was treated with surgery (laparoscopic assisted vaginal total hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menometrorrhagia, female sexual dysfunction, dyspareunia, uterine leiomyoma, weight increased, uterine enlargement, dysmenorrhoea and uterine pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menometrorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2009 current weight 200 lbs. Insertion details - essure placement l side inactivity, right essure placement, bilateral filshie clip btl. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on an unknown date: all was well.. Imaging procedure - on (B)(6) 2010: essure confirmation test(unspecified)-unknown. Pathology test - on (B)(6) 2015: final diagnosis : "uterus , cervix, bilateral fallopian tubes (hysterectomy and bilateral salpingectomy " 1 . Squamous metaplasia of the endocervix . 2 . Benign proliferative phase endometrium . 3 . Leiomyoma of the myometrium. 4 . Bilateral fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibroid, enlarged uterus, menorrhagia. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Event menorrhagia updated to menometrorrhagia. Event onset date were updated. Lab data added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 26-year-old female patient who had essure (batch no. 21717-inv,864435-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / my flow never than heavy in my life") and uterine pain ("pain in uterus"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine enlargement ("enlarged uterus") and dysmenorrhoea ("menstrual cycle was incredibly(severe) painful") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal total hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, uterine leiomyoma, weight increased, uterine enlargement, dysmenorrhoea and uterine pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2009 current weight 200 lbs. Insertion details - essure placement l side inactivity, right essure placement, bilateral filshie clip btl. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on an unknown date: all was well. Pathology test - on (B)(6) 2015: final diagnosis : "uterus , cervix, bilateral fallopian tubes (hysterectomy and bilateral salpingectomy " squamous metaplasia of the endocervix . Benign proliferative phase endometrium . Leiomyoma of the myometrium. Bilateral fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibroid, enlarged uterus, menorrhagia. Most recent follow-up information incorporated above includes: on 29-may-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a (B)(6) year-old female patient who had essure (batch no. 21717,864435) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy. Concurrent conditions included obesity. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia) / my flow never than heavy in my life") and uterine pain ("pain in uterus"). On an unknown date, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), uterine enlargement ("enlarged uterus") and dysmenorrhoea ("menstrual cycle was incredibly(severe) painful") and was found to have uterine leiomyoma ("tumor / teratoma / cancer type: fibroids") and weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal total hysterectomy with bilateral salpingectomy, tubal ligation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, female sexual dysfunction, dyspareunia, uterine leiomyoma, weight increased, uterine enlargement, dysmenorrhoea and uterine pain outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, female sexual dysfunction, menorrhagia, pelvic pain, uterine enlargement, uterine leiomyoma, uterine pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2010, (B)(6) 2009 current weight (B)(6) lbs. Insertion details - essure placement l side inactivity, right essure placement, bilateral filshie clip btl. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40 kg/sqm. Hysterosalpingogram - on an unknown date: all was well. Pathology test - on (B)(6) 2015: final diagnosis : "uterus , cervix, bilateral fallopian tubes (hysterectomy and bilateral salpingectomy". Squamous metaplasia of the endocervix. Benign proliferative phase endometrium. Leiomyoma of the myometrium. Bilateral fallopian tubes with benign paratubal cysts. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fibroid, enlarged uterus, menorrhagia. Most recent follow-up information incorporated above includes: on 20-may-2019: pfs and mr received: lot no added. New events - abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: fibroid, pain, weight gain/loss specify which one: weight gain, my flow never than heavy in my life were added. Reporter¿s information, patient demography, medical history, concomitant condition, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.